Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of her device and also began complaining of a lack of proper rotation in her hip. It is further alleged that diagnostic workup revealed the presence of high levels of cobalt and chromium in the patient's blood and following an MRI, she was diagnosed with significant trunnionosis after finding "a lot of metal debris" surrounding the implant. She was revised on (B)(6) 2016.